Event description:
Contact reported that two depuy spine isola rod's had broken postoperatively. A procedure was performed to remove the rod's and place in others. As surgical intervention occurred an MDR is being filed to document this event.